Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged filter tilt and unsuccessful retrieval attempt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications/possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that approximately six months post vena cava filter deployment, an attempt to retrieve the tilted filter was unsuccessful. No other attempts to retrieve the filter were reported. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. During deployment, there was a slight amount of angulation of the filter. Approximately six months post deployment, multiple unsuccessful attempt was made using retrieval cone. Five years followed by, CT scan revealed that two anterior struts protruded external to the ivc lumen and into the 3rd part of the duodenum. Therefore, the investigation is confirmed for the filter limb perforation of ivc wall, retrieval difficulties and positioning issue. However, the investigation is inconclusive for filter tilt. Per the medical records, the filter was deployed in an angulated position. Unsuccessful attempts were made to retrieve the filter as the head of the filter was touching the ivc wall. Subsequently, the filter was repositioned with reduced angulation. Therefore, the deployment issue could have contributed to the alleged deficiencies. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: h6 (device: 4001) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six months post vena cava filter deployment, an attempt to retrieve the tilted filter was unsuccessful. No other attempts to retrieve the filter were reported. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information : it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. A slight amount of angulation of the filter was noted during deployment. At some time post filter deployment, it was alleged that the filter perforated, tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. During deployment, there was a slight amount of angulation of the filter. Approximately six months post deployment, multiple unsuccessful attempt was made using retrieval cone. Five years followed by, CT scan revealed that two anterior struts protruded external to the ivc lumen and into the 3rd part of the duodenum. Therefore, the investigation is confirmed for the filter limb perforation of ivc wall, retrieval difficulties and positioning issue. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Device: 4001. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six months post vena cava filter deployment, an attempt to retrieve the tilted filter was unsuccessful. No other attempts to retrieve the filter were reported. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information : it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. A slight amount of angulation of the filter was noted during deployment. At some time post filter deployment, it was alleged that that the filter perforated, tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal.the current status of the patient is unknown.